Event description:
Per the clinic, the patient experienced skin damage, irritation, crusted, inflammation, swelling, drainage and developed an infection at implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report. Eventually, the patient was hospitalized (specific date and duration not reported) and treated with IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.